Event description:
It was reported "air enters when purging the line. The customer tells me that despite being the same reference as always (B)(4) we have modified the parts of it. There is a rubber connector that has a different shape and when purging the line, they say that air enters through that piece, and to purge it properly, they have to cover that piece with their finger to prevent air from entering. This did not happen before." No other information provided. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported "air enters when purging the line. The customer tells me that despite being the same reference as always (2295108) we have modified the parts of it. There is a rubber connector that has a different shape and when purging the line, they say that air enters through that piece, and to purge it properly, they have to cover that piece with their finger to prevent air from entering. This did not happen before." No other information provided. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
Information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.